Event description:
It was reported the patient does not have stimulation and her programmer and charger cannot locate her ipg. A second charging system was unsuccessful at resolving the issue. It was reported the patient last used and charged her ipg about nine months ago. It was reported the patient planned to locate a surgeon to replace her ipg.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.